Event description:
On (B)(6) 2013, it was reported that the patient experienced blood glucose between 400mg/dl and 560mg/dl without symptoms of hyperglycemia. The reporter stated that the patient went off the pump and began to use injections to correct the blood glucose values. At the same time it was reported that the pump lost prime over ten times in about a week. Troubleshooting did not reveal any environmental issues to be the root cause. Additionally the reporter said that several cartridges were used but loss of prime alarms continued. There was no allegation that the patient or the reporter did not hear the alarms but the time to respond to the alarms is unknown. Thus a delayed response to the alarms could have contributed to the effect of multiple alarms on blood glucose. This complaint is being reported because of the allegation that the patient experienced hyperglycemia while using a pump that emitted multiple loss of prime alarms.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The cartridge was investigated on 07/26/2013 and the pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: a review of the pump¿s history showed several loss of primes associated with low non-zero force on the reported event date. During testing, the pump powered on normally. The pump was able to prime successfully. A 24 hour duration test was performed on the pump with no loss of prime or delivery interruption. The force sensor was found to be out of calibration. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The pump was opened and no damage or intermittent condition was found internally. Additionally, the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force, cracks, and foreign material prior to release for distribution.